Event description:
Parents called the nurse to the room because the PICC [peripherally inserted central catheter] line was disconnected- found tubing severed at the micron filter site- PICC line was removed, and peripheral line was placed- following the infant for any possible infection using our active surveillance process- newborn was discharged home in stable condition with oral antibiotic therapy to continue at home and indicated IV antibiotic therapy completed.